Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level as well as alleging insulin pump was under delivery. Customer¿s blood glucose level was above 600 mg/dl at the time of incident and current blood glucose level was 584 mg/dl. Customer¿s other blood glucose level was 500 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea, vomiting and abdominal pain. Customer was treated with manual injections. Customer stated that the air bubble noticed during fill tubing. Customer stated that the approximate size of air bubbles was small. Customer was not able to do a high pressure test. Customer stated that the blood at site. Customer reported that the bleeding stopped. Customer reported that they did not receive medical treatment as a result of the site issue. Customer stated that the was not using auto mode. Troubleshooting was performed for high blood glucose level, under delivery and air bubble anomaly. The device will not be returned for analysis.